Manufacturer narrative:
Medical device expiration date : unknown. Medical device manufacture date : unknown. Investigation summary : exec summary: no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. Unable to perform complaint lot history check owing to an unknown lot number for these events. CAPA/sa: based on the above no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review: no DHR review can be carried out as the lot number is unknown.

Event description:
It was reported that 2 bd syringe 0.3ml 30ga 8mm had deformed stopper issues. The following information was provided by the initial reporter : the customer reported the stopper unstable which made it difficult for the doctor to read the scale appropriately.